Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted: (B)(6) 2012; 4076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead appears to not be capturing. The lead remains in use. No patient complications have been reported as a result of this event.